Event description:
A report was received that the patient underwent a pocket revision because the pocket was too deep. During the procedure the physican explanted the ipg as it was not charged and impedances could not be checked and replaced it with a new one. The explanted ipg was dented from the patient hitting it against something. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.